Event description:
It was reported that the purewick system pw200 need to be replaced. Customer wakes up with a bag full of urine and has already troubleshooted the pwmx30. She also stated that the system is not suctioning and is not making a sound. She said that they didn't get a chance to use it because he was in the hospital from march, april, may and some june. No additional information provided. Used with male wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.